Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while the patient underwent knee arthroplasty revision of competitor product, a locking screw broke off while the new articular surface was being torqued down to the new tibial baseplate and stem extension, preventing the articular surface from being locked down. As a result, the patient was further revised three days later to remove the newly implanted components.

Manufacturer narrative:
(B)(4). A visual inspection was conducted of the four components that were returned with complaint for exam. The tibial plate had bone cement remaining on the inferior surface of the device and also exhibited scratches indicative of removal from the patient. The articular surface only exhibited minor scuff marks on both the inferior and superior surfaces. The locking screw was fractured just above the threads cleanly, the fragment was not returned but was explanted from the patient. The stem extension was stripped on the end and was noticed to having significant gouges on the end of the device. Dimensions were found conforming to print specifications where measured for all of the components. An sem analysis was conducted for locking screw. The screw was found to be fractured due to torsional overload with no indications of inclusions or fatigue. The screw material was consistent with tivanium material composition. The device history records on all listed product part and lot numbers were reviewed and identified with no deviations/ anomalies. In addition, the receiving inspection report for raw material part and lot numbers were reviewed and also confirmed with no deviations/ anomalies. This device is used for treatment. A product history search was conducted for both products returned for their part and lot number combinations and found no additional complaints for either. Per the nexgen lcck revision surgical procedure, do not over or under torque& over-tightening may cause the screw to fracture intraoperatively. Based on this information, it can be concluded that the device was fractured due to being improperly overload by the user.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.